Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module was giving error code 242.4030. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint error code was replicated and confirmed. The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue. The review of the error logs showed that the error codes recorded were presented on april 4, 5, 25, 28, which confirm the motor stall error. There is no further information associated with the reported event. The pump module with serial number (B)(6) experienced repeated motor_stall_failure incidents on multiple dates: (B)(6) 2025: failures at 10:45 pm and 10:48 pm. (B)(6) 2025: failure at 1:44 pm. (B)(6) 2025: failure at 10:35 am. (B)(6) 2025: failure at 9:20 am. Initial issue: the suspect device failed primary infusion due to channel error 242.4030, confirmed on the pcu screen. Air in line (ail) sensor and cam assembly: thorough inspection showed no damage, and both components were operating as expected. Testing with known good ail sensor: despite installing a functioning dchu ail sensor, the device still displayed motor_stall_failure (error 242.4030.0) during an infusion. Pump chamber blocked/motor stall procedure: diagnostic steps revealed that the motor electronics board was not functioning, as confirmed by the absence of a motor signal on the oscilloscope. The motor controller board was replaced with a known good part. After reprogramming the infusion for one hour, the device operated successfully with no errors or failures. Bd alaris system user manual (v12.1), do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaristm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device cases should only be opened by qualified personnel using proper grounding techniques. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: replace the motor controller board, the device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported error code 242.40.30 was verified and replicated. The error is attributed to a faulty in the motor controller board. Note that this report lists imdrf annex a040502, g02017, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module was giving error code 242.4030. There was patient involvement but no harm.